Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd max guard extension set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that tubing occluded straight out of package.

Manufacturer narrative:
One sample was received for quality investigation. Visual inspection of the sample did not indicate any damages or abnormalities. Priming of the extension set was then attempted and there was no movement of fluid through the set. Further investigation under magnification identifies a blockage in the fluid path at the female luer adapter connector. The customer complaint of flow issues - fluid blockage was confirmed. The investigation was forwarded to the manufacturing location for root cause determination. After the investigation, the potential root cause of occlusion between tubing and female luer could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. Additionally, it is unlikely but possible that the affected sample was not detected because of occlusion test was not conducted or the equipment for the test failed. No additional actions will be taken at this manufacturing location due to the product no longer being produced at the facility in which this sample was manufactured. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary for the next scheduled production at the new manufacturing site. A device history record review for model me2020 lot number 25019013 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.